Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently went to the emergency room due to a blood glucose level of 700, which rose to 900 mg/dl. Blood glucose level at the time of the call was 300 mg/dl. The customer was wearing the insulin pump at the time of the incident. High blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.